Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was developing body sores that could possibly be due to an allergic reaction to the device. The device remains in use. No further patient complications have been reported as a result of this event.